Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd did not receive any samples from the customer facility for evaluation; therefore, the investigation was limited. The manufacturing records for this lot was reviewed and no issues were noted. The inherent fragility of glass can result in breakage during the manufacturing and shipping process. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 16x100 mm 10.0 ml bd vacutainer® glass serum tube broke during centrifugation. This has been claimed to have happened several times with different lot numbers. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is pre-amendment and does not have a 510k associated with it.